Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery intermittently could not be charged. Customer's blood glucose ranged from 151-152 mg/dl. Customer continued to use the pump for insulin therapy.